Event description:
Patient was implanted with vectra plate and screw on an unknown date. On an unknown post-operative date, patient developed degenerative disc disease. Patient returned to the or on (B)(6) 2013 for removal of hardware. During hardware removal, the inner spindle of an extraction screwdriver broke off into the head of the screw. All fragments were retrieved by surgeon. Patient was revised with competitors hardware, and is reportedly recovering well. This report is for the vectra plate. This is 2 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.